Event description:
(B)(6).according to the information received, there was a perforation of the rectum from the use of peristeen. The patient required itu admission post operatively but is now recovering slowly.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted. Follow up information #1. Based on interview with specialist nurses on (B)(6) 2011: this complaint from (B)(6) reported by a specialist nurse concerns a female in (B)(6) with severe constipation that experienced rectal perforation after 2 weeks use of peristeen anal irrigation. At the 7th irrigation the patient had difficulties passing the catheter. She pushed it through scar tissue and perforated the rectum. A lot of pain and bleeding occurred due to a long rectal tear. She was admitted to (B)(6) with peritonitis and had a loop colostomy. The patient did not inflate the balloon and install water. Until the event she was very pleased with the treatment that went well. Pre-treatment evaluation included full anorectal physiology including ultrasound examination. She was well trained and was instructed in not using force during the insertion of the catheter. Indication for the use of peristeen was complex pelvic floor problems with severe constipation. Medical history also includes surgery repair after rectal prolapse (time since surgery unknown), anorexia bulimia as a teenager and big quality of life issues. Medical review: according to the instructions for use (IFU) for peristeen bowel perforation is a very rare complication. The user is instructed to contact a health care professional if he/she during or after anal irrigation experiences severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. According to the literature and post-marketing experience a bowel perforation can occur if the procedure is not performed correctly. Therefore the IFU includes detailed instructions like -as instructed by your health care professional, insert the rectal catheter carefully into the rectum without using force. In this case a female (B)(6) with severe constipation suffered a rectal perforation after two weeks use of peristeen anal irrigation. The tear was verified by surgery and the patient had a colostomy. The most likely cause of this event is procedure not performed according to the IFU. The patient who was well trained by specialist nurses pushed the catheter through scar tissue when she had difficulties passing it. Concomitant factors include complex pelvic floor problems with severe constipation, surgery repair after rectal prolapse, anorexia bulimia as a teenager and big quality of life issues. There is no indication that the injury is caused by any malfunction, failure or deterioration in the characteristics and/or performance of the product.

Event description:
(B)(6). Best estimate date of event: (B)(6) 2011. According to the information received, there was a perforation of the rectum from the use of peristeen. The patient required itu admission post operatively but is now recovering slowly.